Event description:
The customer observes intermittent false positive results for patient samples tested with the architect stat troponin-I assay. No individual specific patient testing information is available. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
The customer reported that at least five false positive results were generated for the troponin assay on the architect i2000sr analyzer (no individual patient results or information was provided by the customer). The customer stated this was an intermittent occurrence. The results were not reported out of the lab. The customer replaced the architect i2000sr analyzer's stat sample probe to address the issue. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual, 201837-108, contains information to address the customer's current issue. Based on the available information and the present evaluation, there is no evidence that suggests that a device malfunction occurred.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).